Event description:
On (B)(6) 2012, the healthcare professional/ reporter contacted lifescan in (B)(4) on behalf of the patient alleging a onetouch verio iq meter was displaying inaccurate results when compared to another meter. The patient reported blood glucose results of "2.0 mmol/l" with the lifescan meter and "9.0 mmol/l" on another unknown meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4), taken within 30 minutes. The patient did not allege any harm or injury due to the reported issue. Replacement products were sent to the patient. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. In addition the patient performed a meter vs. Another meter comparison where the calculated difference between the results meets lfs's criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strips have passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.